Manufacturer narrative:
(B)(4).

Event description:
Received info the implanting physician had difficulty inserting the stylets into the leads. Neither one of the two green stylets could be inserted into the lead. He tried to insert the white stylet, but it also would not go into the lead. Immediately after passing the proximal connector pins, the stylet would get stuck in the lead. Green stylets would not go into the lead at all. The physician tried to wet the stylet physiologic solution to make it slide better, but the problem persisted. After trying for over an hour the physician opened a new octapolar lead and completed the implant successfully. Pt is doing well and no injury was reported.